Event description:
It was reported that the asymptomatic patient presented for follow up with episodes of non-sustained right ventricular oversensing (nsrvo) recorded by the implantable cardioverter defibrillator (ICD). The episodes were caused by over-sensing wide qrs complexes. Programming interventions were made. The patient was stable.